Event description:
Additional information received noted the noise on the atrial lead cause multiple automatic mode switch episodes. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 for an unrelated issue. Upon interrogation, the right atrial lead exhibited noise. This noise had been noted to occur since (B)(6) 2018, and could not be reproduced during these previous clinic visits. No intervention was performed and the patient was reported to be stable.